Manufacturer narrative:
Section a2, a4, a5: information unknown/not provided. Section d6a: if implanted; give date: the intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section e1 telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon noticed a burr within the intraocular lens (iol), after the intraocular lens was fully inserted. The lens was removed during the same procedure. The patient has fully recovered. No further information was provided.

Manufacturer narrative:
Corrected data: in reviewing the supplemental MDR, it was noticed that the medical device problem code 1069 was inadvertently not included; therefore, it is captured in this supplemental report. The following section has been updated accordingly: section h6: medical device problem code: 1069 damaged / broken. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: further information was provided and reported the issue was due to the injector and it had a peripheral optic burr on it. The lens was implanted and explanted during the same procedure by cutting it in half. Another lens was implanted as a replacement lens. No other information was provided. Correction: the following section has been updated accordingly: section h6 health effect - impact code: 4631 removal and replacement. Section h6 health effect - impact code: 4627 removal is no longer applicable. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.